Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump touch screen was shattered. Reportedly, the pump fell while the customer was doing planks and the touch screen became shattered. Customer is unable to read the pump touch screen due to the damage. Customer's blood glucose was approximately 150-180 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.